Event description:
A malfunction with the pump was reported, identified by a non-resettable error code. As a result, the customer's blood glucose level exceeded 500 mg/dl. To address this, the customer administered a correction injection using multiple daily injections (mdi). Tandem technical support resolved the issue by sending a replacement pump and provided instructions for returning the faulty device.